Event description:
Follow up communications with the coroner for the county in which the patient passed away showed that the patient was not a case of theirs. Communication with the hospital the coroner referenced showed they do not have information relating to the patient¿s death or discharge from their facility. Follow up with the servicing funeral home showed that they do not have a place where explanted devices are stored. According to their process, if the patient was cremated, their device would have been disposed, and if the patient was buried, it would have been left implanted. No other pertinent information has been received to date.

Event description:
It was reported that the patient was listed as deceased at the treating physician¿s office. An online obituary was found which indicating the date that the patient passed away. The generator and lead device history records were reviewed on 12/22/2016 and found that all specifications were met prior to distribution. Attempts for additional pertinent information have been unsuccessful to date.